Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and dat test at 0.08770 inches. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and unexpected restart error test. Unit failed vibrate check on self test due to broken black vibrator motor wire.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 300 mg/dl. Customer's blood glucose level was 264 mg/dl at the time of incident. The customer's current blood glucose is 274 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by intravenous drip and emergency room visit and also give tablets for vomiting. Troubleshooting was done for no delivery alarm high blood glucose. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.